Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the trialing stage for size of a t-pal implant in a procedure on (B)(6) 2013, it was noted the next size up trial would not engage in the applicator knob. A second applicator knob was used from the set and the operation was completed successfully. After the operation was completed, the applicator knob was examined and reportedly there was something jammed in the head of the instrument. The trial was also examined and it was noted that the locking knob of the 11mm t-pal small trial implant was missing. It was concluded that the device broke off in the applicator knob and subsequently prevented any other trial from being inserted correctly. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.